Manufacturer narrative:
This event was initially incorrectly assessed as not reportable. Subsequently, the event was reassessed and determined to be reportable. Thus, the reason for the late submission. The device was returned and evaluated by a service engineer (se). During testing, it was observed that an offset on the hepatic artery portal pinch valve (ppv) was caused after a perfusion stop followed by a power off and power on. It was observed that after this sequence, about 30% of the time, the hepatic artery ppv would bounce to 95% and set that position to the 100% value. Therefore, the motor control board was removed and replaced. Subsequently, verification of the pinch valves movement was completed and the device passed all testing.

Event description:
The device user (du) reported that upon pressing start perfusion with liver on board the hepatic artery pinch valve (pvha) percentage of occlusion slowly increased to 100% as arterial pressure maintained at 38 mmhg. After doing a start stop trial twice, the problem did not resolve. The clinical specialist (cs) wet the pinch valve area with warm soapy water, but the issue still did not resolve. The cs then placed a kelly clamp prior to the pvha to get the pressures up to 70 mmhg on the hepatic artery and achieving flows of 0.4 to 0.6 l/min. The metra was noted to be in transit and was transported back to the recipient hospital. While enroute, the pvha would periodically drift down to around 40 percent and then slowly climb back up without affecting flows or pressures.